Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the controller not alarming and low voltage alarms were not confirmed. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis.and no log files were submitted for review. An image of a system monitor log file output containing events of low voltage alarms was submitted; however, this did not contain enough information regarding the reported event. Additional information communicated on 03mar2021 indicated that no equipment was exchanged, that no products would be returning, that the battery clips were cleaned, and that the low voltage alarms have continued. Additional information communicated on 16mar2021 indicated that the patient would be contacted to download log files; however, to date no log files have been received. The root cause of the reported events were unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii lvas IFU section 21.0 entitled ¿inspection, cleaning, and maintenance guidelines¿ and heartmate ii lvas patient handbook section entitled ¿cleaning batteries and clips¿ addresses how to properly inspect and clean the batteries and clips. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device was interrogated which found low voltage alarms on 03jul2020 which the patient stated they did not hear any audible or visible alarms previously. It was noted that there were different low voltage alarms at different hours of the day with different power sources (batteries and power module). The patient was noted to be hemodynamically stable. Log files were sent in for review which found that there were several low voltage alarms on both the batteries and the power module. It was recommended that if there was electrical fluctuation, then to switch to batteries. It was recommended that the batteries and battery clips be checked. It was noted that the abdominal pain was not device related. The batteries and clips were cleaned. The low voltage alarms were reported to keep happening. No additional information was provided.